Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal while using the ilet, with blood glucose rising to a reported peak of 307 mg/dl and remaining above range for approximately 3 to 4 hours before trending down to 228 mg/dl under automated corrective dosing. Symptoms included no reported clinical effects. Outcomes included no alerts from the device, no need for outside assistance, and no medical intervention or hospitalization. Investigation included customer support assessment of insulin on board, timing of the meal announcement, and trend data, with remote troubleshooting and education provided. Investigation of this case revealed that glucose levels stabilized and trended downward with the system¿s corrective algorithm, and no device malfunction or alarm anomaly was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.